Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) had an erratic lower display exhibiting lines. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, the verified the malfunction. The cse replaced the graphic user interface (gui) flex cable to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).